Manufacturer narrative:
Device analysis report attached. This report is submitted on march 29, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to an extrusion of device. The patient was re-implanted with a new cochlear device during the same surgery.